Event description:
It was reported that lifeband's belt guard and alignment tab were broken. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has not yet received the device. A supplemental report will be submitted when the device is received and evaluated. No adverse event reported.

Manufacturer narrative:
Please note that a correction was made to date of event. In addition, "other serious" should not have been checked under outcomes attributed to adverse event on the initial report. The autopulse lifeband in complaint was returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection revealed that the two circular protrusion pins of the cca locator male feature had broken off and were found stuck in the cca locator female feature. The belt guard was also confirmed to be broken. The tyvek material of the lifeband was noted to be frayed and torn. The customer's reported complaint was confirmed based on visual inspection of the returned product. However, a definitive root cause could not be determined.